Event description:
The vessel was a subtotally occluded rca due to long straight segment of diffuse, mildly calcified plaque (probably mostly fibrinous plaque). I wire it and was able to spin a turnpike lp through it, and then tried the turnpike spiral to enlarge the track some more. It stalled and without belaboring it too much (did not push that hard since I had poor guide backup), I decided to go back with the lp to exchange for a rotawire to do rotational atherectomy. But as I was removing the spiral, noticed that the tip was still in the vessel. Had to abort pci because of this because I knew there would be no way to remove it given how deeply within the plaque it resided, and there would be no way to re-wire the vessel around it without going subintimal (ie. Cto pci techniques, which we were not setup for). There was no clinical detriment since the vessel was robustly collateralized. Patient remains stable. Plan will be to do cto-style pci (ie. Dissection re-entry) only if the patient's symptoms cannot be improved with medical therapy.